Event description:
It was reported patient underwent a right total knee arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2014 due to tibial loosening. The tibial tray and femoral component were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption or excessive activity."

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. This report is number 1 of 2 MDR's filed for the same patient (reference 1825034-2014- 06305 & 07886).

Event description:
It was reported patient underwent a right knee revision procedure on (B)(6) 2007 due to an unknown reason. All components were removed and replaced with a total knee system. Subsequently, a revision procedure was performed on (B)(6) 2014 due to tibial loosening. The tibial tray and femoral component were removed and replaced. Additional information received noted patient underwent a bilateral patellofemoral partial knee arthroplasty on (B)(6) 2005.